Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been hospitalized due to a broken leg from a fall. The patient passed away at the hospital. The cause of death was cardiac arrest. It was indicted that the patient had a pacemaker that may have contributed to the patient's passing.